Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarms. Customer states pump was not exposed to a high magnetic field. Customer reports they were unable to clear the alarm(s). Customer also states that insulin pump had critical error, frozen display. Customer was unable to clear the alarm frozen display. Customer was unable to successfully clear the alarm. Pump buttons did not begin to work in less than 5 minutes without battery change. Customer's blood glucose value was 200 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly during visual inspection. Pump error 35 unknown. Frozen screen not confirmed.